Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 5 mmol/l. Customer was able to rewind insulin pump. Insulin pump also passed displacement test and was able to prime. Customer was advised to call back should issue re-occur. Customer called back with another motor error alarm. Customer's blood glucose was 20 mmol/l and was treated with manual injection. Customer was advised that insulin pump was no longer working and not to reconnect. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The operating currents are within specifications. The insulin pump passed self test, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump had cracked case at the display window corners, minor scratches on the lcd window and missing the end cap sticker.